Event description:
This procedure was performed in the right external iliac. The stent came off the balloon during advancement of the stent. The physician decided to take pictures during placement, and this is when it was noticed that the stent was just distal to the sheath, off of the balloon, however, still on the wire. The physician used a 5mm gooseneck snare to retrieve the stent. The physician then used a 9fr. Sheath and two competitor stents to finish the procedure successfully. No reported injury.

Manufacturer narrative:
Device has not been returned for analysis.